Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not receive their correction bolus due to their infusion cannula not being properly inserted. Customer reported an elevated blood glucose (bg) level of 360 (mg/dl). During troubleshooting with tandem technical support, customer changed infusion set and was assisted with overriding the bolus calculation to address their bg levels.